Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that, before a tka surgery, the surgeon was not pleased the pre-op plan because wanted to upsize the femur, but this has not been adjusted in the pre-op plan, and the non sterile visionaire right cutting block kit - genesis ii was already shipped. It is needed to solve this issue fast, the procedure was cancelled.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. No deviations from standard processing were identified by this investigation and adequate time was available to make the necessary adjustments to the plan if we were made aware within a reasonable timeframe to allow for shipping. Updates to plans are very common after approval and can even be made after the original product is shipped. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to shipping, or communication errors. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.